Event description:
Philips received a complaint on the mrx device indicating that the external paddles are faulty. The device was evaluated remotely, and it was determined that this unit is no longer covered by the warranty contract, however the third-party service provider was able to repair the device, and the device was returned to full functionality. No details regarding the replacement component(s) or etc. Were provided. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Institution name: (B)(6). Phone number: (B)(6).